Event description:
It was reported during a prostate procedure at 72,900 joules and 12:30 minutes of usage. " does not function" the case was completed with a second fiber, patient outcome: "no damages to the patient as it happened outside the patient" reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows a circumferential fracture distal to fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild char; the outer flow tubing exhibits scratch marks at the open end; the arrow sign and stop sign are not visible anymore. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4).